Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2011-00221. The pt receive her scs system on (B)(6) 2008, consisting of an ipg and two percutaneous leads. It was reported that the devices were explanted on (B)(6) 2010 due to ineffective stimulation and the pt's need for an MRI. The pt reportedly underwent back surgery to alleviate the pain pattern that her scs system was intended to cover. No further info is available.